Manufacturer narrative:
No product has been returned for evaluation to date. Therefore, no conclusion can be drawn. A follow up report will be submitted when, if subject product and, more pertinent information is received regarding this incident.

Event description:
Procedure: open incisional hernia. It was reported that patient had implanted a ck patch in 2005. Patient recovered well, but wound did not heal well. The wound was debrided on several occasion, but it was finally decided to take the patient back to theatre and see what was happening. A large infection was found on the mesh and also the memory ring had snapped. This had not punctured the bowel, but the small bowel was adhered to the eptfe side of the patch. Mesh was sent to microbiology and traces of mrsa were detected.